Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
The device associated with this report was not returned. A complaint search was completed on cs screws and found no prior complaints for generation of spiral metal pieces. A complaint search was also conducted on all (B)(4) codes and found one prior instance of an unknown spiral piece being generated. Although the complaint is non-verifiable, possible cause of metal fragments is most likely due to applying torque to the screw while the threads were in contact with the plate. Due to the low instances of complaints no corrective action will be completed at this time. Depuy considers the investigation closed. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Event description:
Pt revised to retrieve spiral piece of metal from either the plate or screw.